Manufacturer narrative:
Age at the time of event: (B)(6) years or older.

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.